Manufacturer narrative:
(B)(4). A manufacturing record review was performed for the finished device batch lbh735, 8710w and no non-conformances were identified. Additional investigation summary: it was reported that the device had performance breakage suture. It was received for analysis an empty opened overwrap, an empty labeled winding former and two needle/sutures pieces of product code 8710, lot lbh735. During the visual inspection of sample, the swage and attachment area were noted to be as expected, the suture was received dispensed, used and broken in two sections. The ends of the suture present body fluids and damaged (cut) appears to be by use of a surgical instrument. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the breakage suture suggest an improper handling.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown cardiovascular procedure on (B)(6) 2019 and suture was used. When pulling the suture slightly during use, the suture was broken. Another package with another lot number was used for the patient. Further details are not provided. There were no adverse consequences to the patient reported.